Event description:
F/u to voluntary report - (B)(4). On (B)(6) 2008 at 21: 05 - pt returned from coronary artery bypass surgery, mitral valve replacement and radio-frequency ablation. An omniflow pump infusing with amicar IV gtt, milirone IV gtt, epinephrine IV gtt and d5 0.45 ns with 40 meq kcl IV; per a plum pump vasopressin IV gtt and profolol IV gtt. Sbp 100 leaving operating room suite. At 21:30 omniflow failed, states "needs service" and not working properly, unable to use any keys, machine locked up. The machine was changed out to different omniflow by 2 nurses with 1 nurse caring for pt and decreasing bp - bolus of epi. Nurses took cassette out of first pump and put into next omnioflow and programmed omniflow. Omniflow on, bp not increasing with bolus's of epinephrine, increased vasopressin IV gtt, dopamine IV gtt on. At 21:55 - bp low (sbp 85-90 interviews report sbp 60s and below), weak femoral pulse, bradycardia - code blue - CPR in progress. During code blue, per surgeon: "did not respond to meds and compressions and sternotomy site reopened to perform open cardiac massage" and inserted intra-aortic balloon pump. Returned to surgery for irrigation of sterum and closure of chest. On (B)(6) 2008: "unresponsive, sbp 80s in spite gtts"; at 15:11 "dnr per families request"; 16:23 "family requested withdrawal ivfs", 16:45 asystole, 16:48 pronounced.